Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0tbfz, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Refer to manufacturer report #3007566237-2015-02246. The referenced report captures the infection the patient had during the trial prior to the fully implanted system.

Event description:
The healthcare professional, via the manufacturer representative, reported the implanted system was explanted due to infection. The target disease for the patient was fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.